Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper use of the meter was identified in the complaint. Additionally, the customer has lupus. The customer's blood sample may have interfered with the coagulation test. This could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be performed at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio results. Patient could not confirm the time difference between repeat tests on (B)(6). Therapeutic range: 2.5-3.5. Patients normal coumadin dose is 5 mg 5 days/week with 7.5 mg 2 days/week. On (B)(6) patients doctor changed coumadin dose to 7.5 mg 3 days/week and 5 mg 4 days/week. Patient self tester pricks finger before inserting the strip to perform the test.